Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low potassium (k) result generated by the unicel dxc 800 pro synchron clinical systems for one patient sample. The original result obtained was 2.9 mmol/l and upon an auto rerun the result obtained was 3.5 mmol/l. The erroneous result was not reported outside of the lab. There was no affect to the patient or user associated with this event.

Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc samples are run every 8 hours. Just prior to the event, imprecision was seen in the qc results although the results were within the lab's established ranges. The customer cleaned the flow cell as instructed by hotline. A field service engineer (fse) verified the system was operating within specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.